Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated and the device passed all functional tests with no fault found.

Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac plus peep pressure is too low. Discovered during periodic maintenance. No injury or intervention.